Manufacturer narrative:
The reported event of dislodgement and loss of capture was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 35.0 cm to 36.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator implant procedure. Upon interrogation prior to the procedure, it was noted that the left ventricular - lv lead exhibited loss of capture. An x-ray was performed and the lv lead was found to be dislodged. The lv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.